Event description:
During product evaluation, the air in line printed circuit board was identified as being out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 20, 2007. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) was observed to be out of specification. The ail pcb was therefore recalibrated.